Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose at the time of incident was 96 mg/dl. Troubleshoot was performed. Customer cannot see the screen because it was extremely dim. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted.